Manufacturer narrative:
(B)(4).this complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. A root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm that appeared on the homechoice (hc) machine during dwell. The home patient (hp) was in dwell 6 of 6. The hp was connected at the time of the alarm and did not disconnect anytime prior. The technical service representative (tsr) cycled power. The hp will complete therapy with manual bags. There was no patient injury or medical intervention associated with this event. No further information is available.

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.